Event description:
A customer reported a bloody leak below the blood sampling valve (bsv) of coulter lh780 hematology analyzer. The customer also noticed that some sample tubes were a little wet on top of the caps after they had run through in the auto mode. The customer stated that the leak into the tray was no more than a couple of tablespoons. The customer was wearing personal protective equipment consisting of goggles, a lab coat and gloves. There was no injury or exposure to mucous membranes or open wounds, and medical attention was not sought. The material safety data sheet (msds) was not reviewed, but an exposure control or risk management plan is in place at the facility. No patient result was affected by this event.

Manufacturer narrative:
Service was dispatched for this event and the field service engineer (fse) could not find any leaks. The fse checked the drain line from the needle bellows and trimmed needle vent tubing connection. The repairs were verified per established procedures. The root cause of the leak is unknown. Bec internal identifier for this complaint is (B)(4).